Event description:
I started using my phillips dreamstation in (B)(6) 2018. A year later I was diagnosed with follicular non-hodgkin's lymphoma with a mass in my abdominal area. I went through chemo treatments and responded well to the point that it was only a small residual spot which they were treating. On (B)(6) 2020, I was told that my non-hodgkin's had transformed to diffuse large b cell non-hodgkins lymphoma in the same area as before. I went through chemo treatments again plus radiation. On (B)(6) 2021 I was told that it was in remission. I had a follow up CT scan done on (B)(6) 2021 that now the diffuse large b cell non-hodgkins lymphoma was in my left lung. I had been using my phillips dreamstation during all this time and also had many sinus infections and a cough that I can't get rid of. I stopped using my machine on (B)(6) 2021 because I did not feel comfortable using it because of my health issues. I started treatments again the following week. Right after my treatments I was hospitalized with legionnaire's disease. Since stopping the CPAP machine, I have noticed I have less drainage and my coughing is gone. I feel the use of this machine may have attributed to my health of the cancer, coughing and sinus infections. All tests and treatments were done with (B)(6) medical center in (B)(6). FDA safety report ID# (B)(4).